Event description:
It was reported to boston scientific corporation that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009 (a patient). According to the complainant, during the procedure, the jagwire would not slide easily through the device. The site indicated that flaking of the hydrophilic coating had occurred. Another wire was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(Resistance). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed, no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specific lot.